Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the customer reported the pump battery depleted 70% to 5% within 9 hours. The customer's blood glucose level was 171 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.